Event description:
Per spontaneous communication from rn (B)(6) at md office: "[pt] is in the hospital for a line infection. He got his old line taken out and will get a new one placed. He cannot tolerate the regular dressings." Date of admittance or current length of hospitalization is unknown. No further info, details or dates available pt is actively taking remodulin, opsumit IV remodulin pt. Reported to cvs/caremark by health professional.